Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a physically damaged ac auxiliary connector which powers the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed a "defib disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.